Event description:
It was reported that a cutting balloon failed to deflate. The target lesion was located in the biliary tree. An 8.00mm/2.0cm/90cm 2cm peripheral cutting balloon catheter was used to treat the target lesion. The balloon did not deflate completely and sliced a non-bsc 7f introducer sheath upon removal. Everything was taken out from the patient's body and the procedure was completed with a 10x4mm non-bsc balloon catheter. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that a cutting balloon failed to deflate. The target lesion was located in the biliary tree. An 8.00mm/2.0cm/90cm 2cm peripheral cutting balloon catheter was used to treat the target lesion. The balloon did not deflate completely and sliced a non-bsc 7f introducer sheath upon removal. Everything was taken out from the patient's body and the procedure was completed with a 10x4mm non-bsc balloon catheter. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned with a 7fr sheath. The sheath's shaft was split for 25cm along its length. A visual examination of the returned cutting balloon device identified 2 exposed blades. One of the blades was bent. Approximately 1mm of a blade and pad was lifted from its proximal edge. An attempt was made to replicate the sheath splitting however the balloon's returned profile was too large and it was not possible to advance it through a 7fr sheath. An attempt was made to inflate the balloon however due to solidified contrast media in the inflation lumen, it was not possible. The device was soaked in a water bath at 37 degrees to help soften the solidified material. The balloon was successfully inflated with no issues. The balloon deflated successfully however 2 blades were exposed once more. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).